Event description:
Event description guidant received information that this ventricular lead has an increase in impedances. At implant, the impedance was 900 ohms. The impedance has increased to 1680 ohms in bipolar mode and 1630 ohms in unipolar mode this september. The impedance is over 2000 ohms this month. The ventricular thresholds and sensing are good.